Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with episodes ranging from 40 mg/dl to 400 mg/dl after a recent factory reset, with prolonged highs lasting up to 2¿20 hours and lows lasting 20 minutes to 1 hour, and the device alerting for highs and lows; the user acknowledged an unstructured learning phase and received guidance to perform another factory reset and follow re-education on the learning phase. Symptoms included dizziness, sweating, and disorientation. Outcomes included no outside assistance and no medical intervention, with events corrected using glucose and correction dosing. Investigation included review of device data and user report, counseling on proper setup and learning-phase adherence, and real-time troubleshooting. Investigation of this case revealed device function and alerts as designed, with ineffective algorithm performance linked to suboptimal learning-phase adherence, and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely user learning-phase factors rather than a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.